Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, dyslipidemia, diabetes mellitus, myocardial infarction, migraine, oral contraceptives, deep venous thrombosis, pulmonary embolism, prior cardiovascular event, thrombophilia, and atrial septum aneurysm. Some of the complications reported were device embolization, atrial fibrillation, pulmonary embolism, intracardiac thrombus, deep venous thrombus, bleeding, transient ischemic attack, stroke and shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the asd instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration." B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism

Manufacturer narrative:
B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "transcatheter closure of patent foramen ovale in patients with peripheral (noncerebrovascular) embolism", was reviewed. The article presented a retrospective, multicenter study to determine the clinical and procedural characteristics, and long-term outcomes of patients with noncerebrovascular peripheral embolism (ncpe) undergoing transcatheter patent foramen ovale (pfo) closure. Devices included in the study were amplatzer pfo occluder, amplatzer septal occluder, amplatzer cribriform, premere, cardioform, cardia, and occlutech. The article concluded patients with ncpe events undergoing pfo closure exhibited differential baseline characteristics compared with patients with cves; limbs and coronary arteries were the most frequent ncpe location. Pfo closure results and long-term outcomes were similar to their cve counterparts, with a very low rate of recurrent thromboembolic events. Further studies are needed in this population. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, 2725 chemin ste-foy, g1v 4g5, quebec city, quebec, canada, with corresponding email: josep.rodes@criucpq.ulaval.ca]. The time frame of the study was from 2008 to 2020 a total of 1136 patients were included in the study, of which 1003 (88.3) received an abbott device. In the ncpe group, the average age was 52 years and the majority gender was female. In the cve group, the average age was 50 years and the majority gender was male. Comorbidities included smoking, hypertension, dyslipidemia, diabetes mellitus, myocardial infarction, migraine, oral contraceptives, deep venous thrombosis, pulmonary embolism, prior cardiovascular event, thrombophilia, and atrial septum aneurysm.